Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04636. The patient received two leads with different lot numbers. It was reported the patient had a heavy feeling in her legs, but the issue was only at night. Her legs retain their mobility during the sensation. The patient met with her physician and a sleeping aid was prescribed. The sjm representative noted some contacts with low impedance, and provided the patient a different program to try lower settings at night time. It was reported the patient was receiving effective pain relief from her stimulation. The patient was scheduled for a follow up appointment.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.